Event description:
Caller reported a malfunction alarm occurred on the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur, allowing the customer to continue using the pump. Caller was advised to contact technical support if the issue reemerges.